Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected resart error test and displacement test. The pump passed the dat test. The insulin pump was received with cracked case at display window corners and display window. The insulin pump was received with minor scratched display window and case. The pump was received with stained end cap sticker and back address serial number label.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The caller stated that the pump seems to be over delivering at night and keeping their levels in the 30 mg/dl range. The customer was at 40 mg/dl when the paramedics arrived, and 92 mg/dl at the time of the call. The customer was given food and juice to treat. The customer experienced symptoms such as inability to speak and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.